Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision of patient's right hip, which occurred on (B)(6) 2017, rep provided op notes dating back to 2005. In the notes, a revision of patient's right hip was reported in 2007.